Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 9, 2019 that a flexiva ID 200 laser fiber was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber was broken. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.